Manufacturer narrative:
The lot number of the cordis microcatheter is not known and the device will not be returned; therefore further analysis and device history record review is not possible. With review of the available clinical/procedural information there are no definitive contributing factors identified. Without the return of the devices for evaluation, no conclusion can be made regarding possible root cause of the report that the enterprise got stuck in the microcatheter. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00114 and 1058196-2010-00114.

Event description:
The enterprise vrd was stuck in the cordis microcatheter (catalog/lot unknown) and was damaged inside of the microcatheter. The stent was not implanted. The enterprise stent and microcatheter were removed as unit. Another stent and microcatheter were used to complete the procedure. Prior to inserting, the microcatheter distal tip and distal tip of the enterprise stent were not reshaped. The product was stored, handled and prep per labeling instructions. A constant and dedicated saline source was utilized at all time through the microcatheter. During insertion, the introducer was seated correctly inside the microcatheter hub with the tuohy securely closed to prevent movement of the introducer. The same and microcatheter was utilized to complete the procedure. There is no further information available regarding the target site/vessel characteristics. Other than the reported event, no other damages were noticed on the delivery system, stent, or distal tip. It was indicated that the devices will not be returned for analysis.